Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 52 mg/dl and current blood glucose was 151 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer has been experiencing low blood glucose for earlier today. The customer verified that, the current calibration has been accepted. Customer advised to monitor the insulin pump. The device will not be returned for analysis.